Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a telemetry session was unable to be established between the implantable cardioverter defibrillator (ICD) and the programmer. The patient is a participant in a clinical study. The ICD remains in use. No patient complications have been reported as a result of this event.